Event description:
Pt undergoing egd. Disposable biopsy forceps was used. The forceps did not pass easily down the scope channel and it was difficult to remove. When it was removed from the scope it was noted to be broken and bent. A new biopsy forceps was used to complete the procedure. The manufacturer representative was notified he picked up the broken forceps and all the forceps with the same lot number.